Manufacturer narrative:
(B)(4). Covidien customer support engineer inspected the device and replaced the breath delivery unit printed circuit board (bdu pcb). The ventilator passed all performance verification tests.

Event description:
It was reported that during patient use, the ventilator became inoperative. There was no patient harmed or injury reported. There is no report of serious injury or death associated with this event.